Event description:
As reported: physician experienced the bypass tube being pushed back out of the valve when using the device per IFU for right groin. Unable to insert the bypass tube completely, the delivery tube was advanced through the bypass tube, down the sheath until a click was heard. Procedure was completed according to IFU. The same was observed for the left groin. Associated to: MDR 3010252479-2022-00036.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, whereas a 14f & 16f procedural sheaths were used, a 14f ce manta was planned for closure in the left common femoral artery. The IFU indicates the 14f ce manta is indicated for closure of femoral arterial access sites following the use of 10-14f devices or sheaths (maximum od/profile of 18f). No issues were encountered advancing or withdrawing the procedural sheaths. The arteriotomy was noted as 7mm, with moderate (25-50%) circumferential calcification, mild tortuosity, and a deployment depth measurement of 4cm. Ultrasound guidance and micropuncture were utilized to gain a medial access. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician experienced the bypass tube bouncing back out from the hemostatic valve. Unable to insert the bypass tube completely into the sheath hub, the physician advanced the manta closure through the bypass tube and into the manta sheath until the click was heard; hemostasis was successfully achieved without further complication. A post closure ultrasound reveled pulsatile flow distal to the access and pulses present in both legs. In step 3 of inserting the device in the IFU: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.